Event description:
It was reported that during the implant procedure, the physician thought the plastic resin of the catheter felt "brittle" which affected the slitting procedure. The razor became disengaged from the catheter during the slitting process. The catheter was cut intentionally to reinitiate the slitting process. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the catheter was returned, analyzed and no anomalies were found. It was noted that the catheter had separation and was damaged at implant. The analyst commented that the slitter appears to have been held at an angle while slitting producing many scrape marks on one side and slight scrapes on the other. The catheter was slit spirally (technique issue). Catheter is separated at 3 cm from the hub and blood was visible inside catheter.